Event description:
Post deployment of a 6f exoseal vascular closure device, it was reported, that a patient experienced retroperitoneal bleeding several hours post procedure during bed rest at the hospital. The patient was administered with vasopressor and a blood transfusion was conducted. This was a procedure involving treatment of an aneurysm. A retrograde approach was used. After the procedure, a 4f non-cordis sheath introducer was exchanged for a non-cordis 6f sheath and the exoseal was inserted into the sheath introducer. Plug deployment was conducted and hemostasis was successfully achieved. It is unknown approximately how long after plug deployment did the retroperitoneal bleeding start. CT revealed retroperitoneal bleeding. The patient¿s blood pressure is unknown as well as it is unknown if the patient was anticoagulated or on act. The patient did not have any history of bleeding disorder. The patient is stable. No other information is available at this time. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: post deployment of a 6f exoseal vascular closure device, it was reported, that a patient experienced retroperitoneal bleeding several hours post procedure during bed rest at the hospital. The patient was administered with vasopressor and a blood transfusion was conducted. The patient was reported to be stable. This was a procedure involving treatment of an aneurysm. A retrograde approach was used. After the procedure, a 4f non-cordis sheath introducer was exchanged for a non-cordis 6f sheath and the exoseal was inserted into the sheath introducer. Plug deployment was conducted and hemostasis was successfully achieved. It is unknown approximately how long after plug deployment did the retroperitoneal bleeding start. CT revealed retroperitoneal bleeding. The patient¿s blood pressure is unknown as well as it is unknown if the patient was anticoagulated or act levels. The patient did not have any history of bleeding disorder. No other information is available. The product will not be returned for analysis. The device was not returned for analysis. The lot number of the product reported in the complaint was unknown; however three assumed lot numbers were provided for DHR review. A device history record review was performed on lot #¿s 15761030, 15804466 and 15809761 which revealed no anomalies, nonconformances or excursions during the manufacturing process that can be related to the reported complaint. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. The safety and effectiveness of the exoseal vcd has not been established in heparinized patients with elevated pre-closure act level: > 250 seconds with gp iib/iiia inhibitor, > 300 seconds without gp iib/iiia inhibitor. Patient and/or pharmacological factors are likely contributing factors to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.